Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: nc emerge mr, ous 3.50mm x 8mm balloon catheter was returned for analysis. A visual and tactile examination along the length of the hypotube identified no issues. Visual and tactile inspection identified no issues along the length of the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Microscopic examination of the tip showed no signs of tip damage. Microscopic examination identified no issues with the shaft polymer extrusion. Leakage test was performed; the device was attached to an encore inflation unit, and the balloon was inflated to the rate burst pressure of 20 atmospheres as per the instructions for use. The balloon inflated and deflated without issue. The encore inflation device was verified before and after the procedure using a druck gauge. There was no evidence of balloon material rupture. No other device issues were identified during returned product analysis. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of no problem detected. This code was selected as the most probable complaint cause based on the information available. The device was returned to boston scientific site for analysis. Visual, tactile analysis was performed and no issues were noted with the balloon material. A leakage test was performed on the device, the balloon inflated and deflated without issue. The allegation of balloon material rupture cannot be confirmed, as no rupture was noted. The investigation did not identify any indication of any design or manufacturing issue.

Event description:
It was reported that the balloon burst. The patient underwent percutaneous coronary intervention. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, while trying to insert the balloon into the lesion, the balloon burst due to several calcification. The procedure was completed with a different device. There were no patient complications, and the patient was in good condition post-procedure.

Event description:
It was reported that the balloon burst. The patient underwent percutaneous coronary intervention. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, while trying to insert the balloon into the lesion, the balloon burst due to several calcification. The procedure was completed with a different device. There were no patient complications, and the patient was in good condition post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.